Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well images in question on the instrument in question. The test wells in question appeared visually negative.

Event description:
On (B)(6) 2016, a customer site reported an unexpected abo mistype when tested on a galileo echo instrument.